Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11478r23, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the pump was alarming and confirmed by telemetry as a critical alarm; the logs showed that on (B)(6) 2013 a motor stall occurred, and recovered on (B)(6) 2013. Motor stalled occurred again (B)(6) 2013 and had not recovered; "stopped pump period may exceed tube set" was also noted in the logs following the (B)(6) 2013 motor stall. Healthcare provider stopped and started the pump as of the date of this report. It was further noted that the patient had ¿stomach issues¿ so they put the patient on antibiotics and that this started 3 weeks ago. Drug delivered via the device was morphine.